Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation and the lot number was not provided by the user facility. Therefore the investigation is based upon the information provided by the user facility. The lot number was not provided by the user facility, which prevented a meaningful review of applicable production and complaint records. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "after removing the dilator and mini guide wire, be careful for advancing the sheath. It may damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : actual device discarded

Event description:
The user facility reported that during a procedure the common iliac was perforated. Follow up communication with the user facility confirmed the following information: (1) the procedure being conducted was for an ad hoc pci; (2) it was reported that during the manipulation of the actual sample the common iliac was perforated; (3) the perforation was surgically treated with a stent replacement; (4) the procedure was completed successfully; and (5) the condition of the patient was reported as recovered.